Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h11. Corrected data: h2 (type of reportable event).

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the average arterial pressure is higher than systolic pressure while providing treatment with cs300 intra-aortic balloon pump (iabp). The patient's general condition was confirmed to have been deteriorated with the systolic blood pressure of approximately 40 mmhg. This event was caused by the patient's condition, not this iabp unit itself. There were no anomalies or malfunctions noted on this iabp unit. Reportedly the patient expired on an unknown date; however the relationship of both the event and the iabp unit/iab catheter to the patient's death was denied by the facility.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11corrected data: h6 (medical device ¿ problem code)

Manufacturer narrative:
Updated fields - b4, e1(initial reporter), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b2. A getinge field service engineer (fse) evaluated the unit, but was unable to verify the reported malfunction. The fse stated that the customer misread the arterial pressure and that an explanation was provided. There was no equipment abnormality. All functional and safety tests were performed to meet factory specifications. The patient's general condition was confirmed to have been deteriorated with the systolic blood pressure of approximately 40 mmhg. The adverse event was contributed to the patient's condition. The information regarding the patient's primary disease, the treatment for the patient, the date and cause of death was not provided by the facility. Based on the medical evaluation, the death was not attributed to the device.